Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va016z3, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3888-33, lot# va016z3, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had medical history that was unrelated to his device but had caused him to have 9 falls and the stimulator or leads were somehow messed up. The falls had occurred after a nerve block that had been done on (B)(6) 2015. The patient stated that the healthcare professional (hcp) had done x-rays which showed the leads appeared to be intact. The patient had a loss of therapy and return of symptoms. The patient claimed to have met with the hcp and manufacturer representative in (B)(6) and they tried everything they could with no success and told him to turn the stimulator off until he was able to get it replaced. The patient reported that when they were trying things they had turned one lead off at a time and it caused him shooting pain in the right groin. The patient stated that the representative turned the second lead off and they still had pain shooting through right groin and when the representative did the same thing for the 3rd lead they had the same pain. The pain that used to be covered down both legs and hips was not covered anymore. The patient noted that he had to wait six months to get the stimulator replaced due to insurance reasons. The patient's implantable neurostimulator (ins) and leads were replaced at the same time. It was noted the peripheral leads that they had covered their pain until they had an issue that led them needing to be replaced. A report by a manufacturer representative submitted at the time of explant reported the leads had been requested to be replaced for more low back coverage and MRI compatible. It was noted as a routine replacement, and not applicable was noted for whether any factors had led or contributed to the issue and whether diagnostics had been performed. A healthcare provider had provided this information to the manufacturer representative. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care provider and consumer regarding a patient. It was reported one of the patient¿s physicians had broken his stimulator. The patient had a nerve block for an unrelated condition in (B)(6) of 2015, and the physician had sent him home too soon. He fell three times at the hospital and nine times when he was at home. The fall caused shocking sensation from his stimulator. He has 1 lead implanted in his spine and 2 peripheral leads in his buttock. When he turned on the stimulation for all those leads, he felt the same sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.